Manufacturer narrative:
Evaluation results: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (stent embolism). Patient condition affected effectiveness of device (98% stenosis, moderate tortuosity, severe calcification). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: failure to follow instructions (lesion not pre-dilated). Inherent risk of procedure (stent embolism). Device failure/lack of effectiveness related to patient condition (98% stenosis, moderate tortuosity, severe calcification). Unable to confirm complaint (device or procedural images not provided for review). Device not returned -no evaluation will be performed. (B)(4).

Event description:
The physician was treating a lesion in the distal common iliac with an assurant cobalt peripheral stent. The lesion was a bifurcated and focal with 98% stenosis, moderate tortuosity and severe calcification. The device was inspected prior to use with no issues noted. It is reported that the physician was direct stenting the lesion. The device was unable to cross the lesion. There was little resistance when inserting and strong friction with gw. When the balloon and stent were withdrawn into the sheath during an attempt to remove the whole system from the patient the stent got caught on the tip of the sheath and dislodged. The balloon was re-inserted into the stent and was pushed to the nearest place in the artery where the balloon was inflated and stent was deployed. An admiral balloon was then used to pre-dilate the lesion and another assurant cobalt was implanted successfully to the target lesion. There was no patient injury reported.